Manufacturer narrative:
(B)(4). The insulin pump was not received in manufacture mode. Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump power up properly after battery installation. However, the pump was received with corroded battery tube. The pump was received with operating currents within spec. The pump also passed self-test, rewind, seating, basic occlusion test and force sensor test. No power loss alarms noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The pump had a minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that power loss alarm on insulin pump. The customer's blood glucose was 178 mg/dl. The insulin pump will be returned for analysis.